Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A receiver charge and boot test was performed and passed. A pairing test was performed and passed. Functional testing was performed and passed all relevant testing. A review of the data log did not confirm the reported event of loss of connection. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.